Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, brown particles on the surface of the shell, openings. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. And also identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. And striated edge opening. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks. -missing shell assessed as inconclusive. - a striated edge opening on posterior side assessed as surgical damage.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted and replaced.